Event description:
A malfunction was reported with a specific code [16-0x20e6]. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump, but the malfunction recurred. Consequently, a replacement pump was arranged by cts, and the customer was to use mdi as a backup therapy. The customer was instructed on proper storage and return procedures for the malfunctioning pump.